Event description:
Information was received indicating that a smiths medical cadd solis vip pump was failing downstream occlusion. There was no reported adverse event.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Pump's pressure switch test was performed. The test results were within the pump's manufacturing specifications. A faulty downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.